Event description:
It was reported that the manufacturing representative suspected a flipped battery. The patient was implanted around (B)(6) 2014. The patient met with the patient on the day after surgery and they were able to interrogate with the patient programmer but was unable to connect to the implantable neurostimulator (ins) with the charger. Later it was reported that an x-ray confirmed that the device did had not flipped and the patient was recharging at home. The manufacturing representative was going to meet the patient on (B)(6) 2015. It was later reported that at the first post-operative meeting there were no issues to point. However, the patient was met a second time and only received two coupling bars and the battery appeared tilted. The physician would meet the patient next week to discuss a revision. The event occurred during servicing. There were no patient symptoms/injuries related to this event. It was later reported that the patient was scheduled for a pocket site revision on the day of this report. It was noted that, in the recovery room, the patient was getting six to eight bars when recharging and was going home to finish recharging.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).